Manufacturer narrative:
The device was evaluated by zoll medical corporation for evaluation. The reported malfunction was not duplicated or confirmed. The device was subjected to extensive troubleshooting which included bench handling, stress testing, full functionality testing without duplicating the reported malfunction. Internal inspection of the device yield no discrepancies. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing the device displayed a "poor pad contact" message. Complainant indicated that there was no patient involvement in the reported malfunction.